Manufacturer narrative:
(B)(4). The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a heparin bag was found empty sooner than expected. Additional lab work was required after the over infusion was noted. The customer requested an event log review to determine whether user programming error or a device malfunction occurred. Although requested, no further pt or event info was provided.